Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tissue removal procedure using the fluent fluid management system the tissue trap got clogged which slowed down the procedure. The procedure was completed without incident. No injury or misdiagnosis reported. Additional information noted that a fibroid was being removed and the tissue trap was "pretty full". "They had fished a decent amount of pathology out of the canister too".